Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The secure lock male adapter of the tubing set was connected to the patient's protectiv plus 20 gauge IV catheter. The tubing set was being used as a saline lock. After an unspecified length of time in use, the patient noted a leak of blood at the access site. An unspecified volume of blood loss was noted. After the nurse examined the access site, it was reported that the secure lock male adapter disconnected from the IV catheter. The tubing set was reprimed with normal saline, reconnected to the IV catheter and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.